Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the complaint device was received and evaluated. Visual observation under magnification revealed a small crack on the ceramic portion of the active tip at 7 o¿clock position. There was saline residue present in the suction tube, indicating the device had been used. The damage to the active tip is likely to be caused by the introduction of another metal instrument during the procedure. The instructions for use (IFU) state: ¿observe extreme caution when using electro surgery in close proximity to or in direct contact with any metal objects. The majority of arthroscopes and arthroscopic instruments are metal. Do not activate the electrode while any portion of the electrode and the adjacent metal object may result in product damage.¿ the electrode was connected to a vapr vue generator and all correct default settings were made available. The generator was set to maximum power for ablation and coagulation modes and activated in saline. There was no output from the electrode, confirming this complaint. When an electrode comes in contact with any metallic instrumentation or the scope in joint cavity, the generator will terminate activation and displays the warning ¿output shorted¿ with an alarm tone. This type of failure can be attributed to user technique issue. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. Other than the possibility mentioned above, we cannot discern a root cause for this failure at this time. At this point, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported that at the beginning of the procedure, a piece of the ceramic ring broke and the device couldn¿t work properly. It was noted the physician has used this type of device for many years. Additional information from the affiliate stated the pharmacist confirmed nothing fell into the patient.